Event description:
The literature reviewed focused on the "comparison of staged-stent and stent-assisted coiling technique for ruptured saccular wide-necked intracranial aneurysms: safety and efficacy based on a propensity score-matched cohort study". The study was conducted over a time frame from (B)(6) 2019. Multiple manufacturers' devices were used in the study population. Medtronic products were mentioned in the study was solitaire stent. Deaths occurred in the study population, with a total of six patients who died at discharge (page 5). The causes of death included procedure-related complications in three cases, which involved one case of intraprocedural aneurysm rupture and two cases of post-procedural early rebleeding, and poor clinical grade at presentation and comorbidity in three cases. The patient adverse events reported included hemorrhagic complications such as intraprocedural rupture, post-procedural early rebleeding, and surgical procedure-related hemorrhagic events; ischemic complications like intraprocedural thrombosis and post-procedural thrombosis and cerebral vasospasm.

Manufacturer narrative:
Continuation of d10: product ID unk-nv-solitaire (unknown); product type: explant date n/a g2: citation: authors: zhang g, zhang r, wei y, chen r, zhang x, lv g, duan g, wang c, yu y, dai d, zhao r, li q, xu y, huang q, yang p, zuo q, liu j. Comparison of staged-stent and stent-assisted coiling technique for ruptured saccular wide-necked intracranial aneurysms: safety and efficacy based on a propensity score-matched cohort study. Front. Neurol 14:1101859 2023. 10.3389/fneur.2023.1101859. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.